Manufacturer narrative:
No damages or irregularities were found with the react-71 hub. The react-71 catheter body was found bent at ~18.0cm from the distal tip. The catheter body was found accordioned at ~5.0cm from the distal tip. The react-71 distal marker/tip were found slightly crushed. The react-71 catheter was flushed, and water exited from the distal tip. An in-house 0.067¿ mandrel was used for resistance testing. The mandrel was inserted into the hub, through the catheter body and became stuck at ~5.0cm from the distal end. The distal end of the catheter was clipped, and the catheter pressurized. No leaks were found along the length of the react-71. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reports of ¿catheter resistance¿ was confirmed. The cause of the resistance was found to be the accordioning near the distal end. Possible causes of the catheter accordion are catheter entrapment, or solitaire device removed aggressively against the reported resistance. The catheter was also found bent and the catheter tip/marker band was found slightly crushed. Possible causes are patient vessel tortuosity, catheter entrapment, user operational context if user advances or retrieves intraluminal device against resistance or customer damage during removal form packaging or return to medtronic for analysis. The customer report of ¿catheter separation/break¿ could not be confirmed as no breaks or leaks were found with the react-71. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that distal tip of the react 71 catheter separated. During the thrombectomy, the stent was pulled into react 71 and it was retrieved outside the patient's body without any actions. When an attempt was made to remove the stent from the tip of react outside the patient's body, even if the pushwire was pushed, it was hard, and flushing was performed inside of the catheter, and thereafter it was retrieved from the tip even though a strangeness was noted. The operation was performed for 3 passes, and when an attempt was made to remove the device from the tip of the reported catheter for the third time, the tip part of the catheter was broken. The procedure was completed without any actions. Resistance was felt within the distal section of the react. The patient was being treated for an occlusion between an internal carotid cerebral artery. Vessel anatomy was moderate in tortuosity. Ancillary devices were phenom 027 and solitaire 4x40. The devices were all prepared and used per the instructions for use (IFU). The ancillary devices were discarded at the site. The customer was notified to return devices and return is pending. Additional information received reporting that the react catheter tip separate outside of the patient's body and no fragments were left within the patient's vessel. Continuous flush was administered during the procedure.